Event description:
The customer's mother reported the patient had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reported that she resolved the no delivery alarm by complete set change. The customer was advised to call when alarms occurs in ordert to troubleshoot. The customer was advised that we will ship replacments for those sets and reservoirs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.